Manufacturer narrative:
An event of complete heart block after device implantation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date and year a 27mm navitor valve was selected for an implant. The patient presented with a right bundle branch block pre procedure. They did not meet the criteria to a pacemaker before the tavi procedure. After full deployment of the valve, the patient went into complete heart block and required a pacemaker the next day. The patient is stable.